Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was no visual damage noted to the device. The tamper proof seal was present but broken. The returned device passed power-on self-test and all performance criteria of the final test procedure. A volume adjust test was performed and the device met specifications. A ship history of previous lots sent to the customer was reviewed DHR found no issues. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was no sound coming from the generator. A rf3000 radiofrequency generator was used. However, there was no audible sound. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no sound coming from the generator. A rf3000 radiofrequency generator was used. However, there was no audible sound. No patient complications were reported.